Event description:
It was reported that during a prostate procedure "fiber cap detached @ 87933 joules 14:01 minutes of lasing time", it was noted that the fiber cap detached inside the patient and the fiber cap was retrieved ¿ case was completed with a second fiber, no negative patient outcome¿ reported.